Manufacturer narrative:
Concomitant medical products: 694758 lead , implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were feeling a fluttering feeling near the device, like a hiccup. Follow-up information from the clinic indicates this was stimulation due to right atrial (ra) lead dislodgement. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.